Manufacturer narrative:
The device was returned to the supplier of maquet and was investigated. Swirled and torn fibers could be detected in the area of the cylindrical part of the product. The device history record was checked but no conspicuity could be found for this lot number. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Event description:
It was reported that during priming there was a leaking hemoconcentrator in the set. (B)(4). (B)(6).

Manufacturer narrative:
The device was rec'd for investigation in the laboratory of maquet. But the investigation is still pending. A supplemental medwatch will be submitted when add'l info becomes available.